Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was implanted in the patient for the endovascular treatment of a large pseudoaneurysm . It was reported that few days post index procedure, the patient suffered from a limb occlusion and became symptomatic. Approximately one week post index procedure, a fem-fem bypass was then performed. As per the physician, cause of the event was patient's anatomy due to a diseased external iliac artery. No additional clinical sequalae were reported and the patient is fine.